Manufacturer narrative:
Additional manufacturer narrative: bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this valve replacement procedure was received and attempts to obtain additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was not returned for evaluation despite multiple requests by the manufacturer. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was learned via the patient registry that a patient with a 21mm 3300tfx pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of two (2) years, one (1) month due to unknown reasons. The explanted valve was replaced with a 21mm 11060a aortic valved conduit.

Event description:
It was learned via the patient registry that a patient with a 21mm 3300tfx pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of two (2) years, one (1) month due to unknown reasons. The explanted valve was replaced with a 21mm 11060a aortic valved conduit. The returned idc denoted the explant was due to a deficiency.

Manufacturer narrative:
Additional manufacturer narrative.